Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 12/01/2016. The device has been returned and evaluated by product analysis on 11/04/2016 with the following findings. Unable to investigate unresponsive keypad complaint due to cracked display screen. Cracked battery compartment below grip pad to case seal. Damaged/cracked cartridge compartment. The pump powers on to blank screen. Opened keypad cover, no contaminants found under contacts. Opened pump, no intermittent conditions found on keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.